Event description:
It was reported that the patient was admitted into the hospital with a hip fracture and had surgery (B)(6) 2013. It was reported that on (B)(6) 2013 the patient experienced a "greater trochanteric fracture". On (B)(6) 2013 the patient experienced migration of his hardware. On (B)(6) 2013 the patient was admitted to the hospital with hardware failure. It was then reported that the patient underwent revision surgery where his hardware was removed and a total hip revision was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: based on investigation, the root cause of the determined event was attributed to a user related issue. X-rays were not provided. It was reported that the patient experienced two adverse consequences: (B)(6) 2013: the patient experienced a "greater trochanteric fracture". (B)(6) 2013: the patient experienced migration of his hardware. (B)(6) 2013: the patient was admitted to the hospital with hardware failure. It was then reported that the patient underwent revision surgery where his hardware was removed and a total hip revision was performed. It was also reported that the patient has osteoporosis and previous bilateral tka. This case is related to two previous cases (same patient) for which the investigations revealed a user related issue (wrong choice of device for the indication). Previous documentation was sent to our medical expert who stated: "due to the presented data, the breakage and the stripping of the screws were caused by: overloading in a completely unstable fragment constellation resulting in fatigue; a delayed union; a borderline indication for a short omega plate with only 4 plate holes" [original statement] clinical statement from the medical expert: "from the author¿s point of view all instructions in the operative technique and the instructions for use are clearly verbalized and easily understandable to a clinical expert. Therefore, corrective actions in the field of user¿s information are not required." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the patient was admitted into the hospital with a hip fracture and had surgery (B)(6) 2013. It was reported that on (B)(6) 2013 the patient experienced a "greater trochanteric fracture". On (B)(6) 2013 the patient experienced migration of his hardware. On (B)(6) 2013 the patient was admitted to the hospital with hardware failure. It was then reported that the patient underwent revision surgery where his hardware was removed and a total hip revision was performed.